Manufacturer narrative:
Correction of additional manufacturer narrative: oma/510k: device not marketed in us, but similar device is marketed. Eit emerging implant technologies gmbh (eit) is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which eit has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, eit or its employees that the report constitutes an admission that the device, eit, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. CAPA 2018-aud-010 driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Manufacturer narrative:
No further patient information was provided by complainant. Age and weight are best estimated. Device not marketed in us, but similar device is marketed. Eit emerging implant technologies (B)(4) (eit) is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which eit has not been able to investigate or verify prior to the required reporting date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First surgery was performed on (B)(6) 2017 when the surgeon used aleutian gen 2 parallel cams to dilate, eit shavers, post prep instruments to prepare, eit block trial to size space, insert and rotate technique for cage. Based on the provided information, it is assumed that two plif cages were implanted. However this is not confirmed. Operated level is l5/s1. Received information says that "cage was displaced and revised within the week on (B)(6) 2018. According to received information "surgeon believed technical area not implant related". This statement is not clear to eit and therefore will be handled again during investigation.